Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the threshold suspend was triggered. Customer's blood glucose was 120 mg/dl and sensor glucose was 53 mg/dl. Customer reported the sensor was not communicating with the insulin pump, the sensor alarmed a calibration error. After troubleshooting, customer was advised that the sensor will be replaced. Customer will not be returning the device for analysis.